Manufacturer narrative:
While working on mid upper tooth, pt was burned. He received a small blister to lower lip. The pt was given over the counter oxyfresh vitamin e for lip. During product eval, low residue levels were found in the handpiece. The rear head bearing coming apart causing bearings to bind and heat up head. This handpiece has never been repaired and serviced since purchase in 2003.

Event description:
A dentist was performed a routine procedure, while working on mid upper tooth, patient was burned by receiving a small blister on the lower lip.